Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a sticky button during use. The infusion was disrupted since the user was not able to function the pump with a sticky button; the button ¿locked up¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the sticky button was identified. The buttons were found to need multiple presses (two or three) for response. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty front cover printed circuit board assembly and front cover assembly, which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.